Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After review and analysis of the customer photos, the gel is observed at the bottom of the tube and is not creating a proper barrier. A total of 30 retained samples were subjected to a visual inspection for additive abnormality and gel defects, and all retained samples passed the inspection. Complaints for sample quality are under statistical control for the month of august 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿, improper separation was seen in an unspecified number of tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿, improper separation was seen in an unspecified number of tubes resulting in sample recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.